Event description:
On (B)(6) 2012, the patient' smother contacted animas, alleging the subject pump would not power on. At the time of troubleshooting, the reporter denied any visible damage to the pump's battery compartment or battery cap. The patient's mother confirmed the battery cap was secured to the pump and the yellow o-ring was not visible. The pump did not power on when a new battery was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/21/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were power on resets observed in the black box. The pump powered on with vibratory and audible sounds. The battery cap was not returned with the pump and no damage was observed to the battery compartment. A test cap was able to fully tighten with no yellow o ring showing. Pump was exercised for 24 hours on a one unit per hour basal rate with test battery cap, no power loss or rebooting was duplicated. There was no evidence of moisture or evidence of damage to battery flex or power circuit was observed. The power complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.